Event description:
It was reported that during the implant attempt, the lobes kept deploying when the lead was inserted in the sheath. The locking mechanism seemed properly locked. When able to advance in sheath, the lobes deployed prematurely even though again the lock was checked and seemed appropriate. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was noted that there was blood/body fluid in the outer tubing overlay and blood in the lobes.